Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
During explantation of the device, fluid was noted in the mastoid bone, culture of the site revealed an atypical infection. The patient was subsequently treated with oral antibiotics. Explantation has previously been reported.